Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic, non-dependent patient presented with lead noise in clinic. The noise on the atrial lead was a known issue. The noise on the right ventricular lead was revealed recently via merlin.net transmission. The lead measurements are all stable and in range for both leads. Isometrics and reprogramming will be discussed with the physician. The patient will continue to be monitored. No intervention is planned at this time.

Event description:
New information received notes that the patient presented in clinic on 9/13/2018 for further testing and device was functioning normal. Device was reprogrammed. Patient was stable and will continue to be monitored remotely through merlin.net transmission.